Event description:
Tested positive for covid-19 during point-of-care testing of asymptomatic healthcare workers in a nursing home; immediately re-tested and attained a negative result; subsequently swabbed via pcr testing and received a negative result. FDA safety report ID# (B)(4).